Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a call service alarm (call service alarm issue) issue. The pump reportedly emitted a cs 087 alarm. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: device evaluation: the device has been returned and evaluated by product analysis on 04/29/2015 with the following findings: a review of the black box revealed a ¿call service (cs) 069¿ failure was written as ¿cs087¿. During investigation, a ¿cs069¿ alarm was reproduced during the rewind step. A component failure was found on the pcb. Unrelated to the complaint, the returned battery cap was found to be stripped at the threads and was unable to secure tightly to the pump. A test battery cap and cartridge cap were used to complete the investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.